Manufacturer narrative:
One 3 ml syringe with a needle received for investigation. Through visual inspection, damage on the surface of the barrel is observed, which likely caused the leak. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Further testing was conducted, leak past the stopper occurred. Based on the available information possible root cause is associated by a hit or a jamming in assembly process. Manufacturing personnel have been notified of this incident to increase awareness. An alarm system will be placed to avoid accumulation of product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that the bd luer-lok syringe had leakage past the stopper. The following information was provided by the initial reporter: "vaccine leaked out into barrel of syringe when drawing up vaccine. Vaccine went past the plunger's stopper and leaked into the barrel of the syringe. Vaccine not administered to client." Ahs mdip reference number (ID): 35936. Date of incident (yyyy-mm-dd): 2023-11-27. Type of incident/problem: defect (detected before use). Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Incident details: vaccine leaked out into barrel of syringe when drawing up vaccine. Vaccine went past the plunger's stopper and leaked into the barrel of the syringe. Vaccine not administered to client. Unexpected or prolonged care? No frequency of problem: first time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.